Event description:
Poked pt for IV access and inserted the IV catheter with ease. When removing the inserter needle and cannula, the device was slightly difficult to remove. During removal the needle and cannula separated and the needle pierced the cannula. The IV cannula was found to be around the needle but not completely covering it. The pt's vein was blown and access was lost.======================health professional's impression======================to clarify when a site is blown we are speaking of the vessel walls being compromised, leaking fluid and/or blood to the surrounding tissue.yes, in my opinion the device failed. It would have been impossible to thread the cannula into a vein if it wasn't completely surrounding the needle I inserted. Also, because the vein was accessed completely, it was no longer viable as an IV site because the vessel walls were comprised, leaking fluid and/or blood to the surrounding tissue.======================manufacturer response for bd insyte-n autoguard ======================awaiting response.